Event description:
It was reported that a device issue occurred. An ilab ultrasound imaging system was selected for intravascular ultrasound (ivus) examination of the target lesion. However, the cardiology opticross imaging catheter was incorrectly recognized as peripheral catheter. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.